Event description:
It was reported that the pipeline would not open during deployment and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the pipeline was found open with one end damaged. (B)(4).